Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During reprocessing, a pink residue was observed on the brushes used to clean the colonovideoscope. Multiple brushes were required to fully remove the residue, after which the scope was confirmed to be clean. There were no reports of patient involvement related to this incident.